Event description:
Healthcare professional reported left side exchange from textured to smooth implant due to patient's concerns with the product and seroma-late. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ cloudy observed on the gel. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported seroma-late. Device remains implanted. This relates to the left side.